Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous below the knee artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion; however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of coyote balloon catheter with no other devices. There was blood and contrast in the inflation lumen and balloon. Magnified inspection identified a pinhole in the balloon wall 16mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no damage noted to the shaft. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).